Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 16-mar-2016, from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and forwarded to bayer on 04-aug-2016. At device insertion day, it was reported placement painful, complication of device insertion, nauseous /dizzy and right coil was very difficult to place/ almost fainted. At the same time, loop excision in connection with pap3-b was reported. After that, in an unspecified date the consumer experienced prolonged sitting exacerbates the pain, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, leg pain, abdomen pain, head pain, lower back pain, arthralgia, muscle pain, neuralgia in the leg, dizziness, increase/decrease of weight, loss of libido, tiredness, insomnia, memory loss or concentration problems, brain fog, arrhythmia, tooth problems, vision problems, feeling the implant, tinnitus, coughing, and sneezing. Consumer also reported work-related problems. MRI scan and ultrasound scan were performed, results are unknown. Treatment performed included: physiotherapy; a mirena iud was inserted; cardiologist, beta-blocker and neurologist. Also removal of essure was planned and it occurred on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and arrhythmia. Essure was removed approximately 5 years after its insertion. Abdominal pain is a listed event in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of abdominal pain was not specified. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Incident. Anticipated. Required intervention. This is a spontaneous case report received via regulatory authority in netherlands on (B)(6) 2016, from a 44-year-old female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and forwarded to bayer on (B)(6) 2016. At device insertion day, it was reported placement painful, complication of device insertion, nauseous /dizzy and right coil was very difficult to place/ almost fainted. At the same time, loop excision in connection with pap3-b was reported. After that, in an unspecified date the consumer experienced prolonged sitting exacerbates the pain, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, leg pain, abdomen pain, head pain, lower back pain, arthralgia, muscle pain, neuralgia in the leg, dizziness, increase/decrease of weight, loss of libido, tiredness, insomnia, memory loss or concentration problems, brain fog, arrhythmia, tooth problems, vision problems, feeling the implant, tinnitus, coughing, and sneezing. Consumer also reported work-related problems. MRI scan and ultrasound scan were performed, results are unknown. Treatment performed included: physiotherapy; a mirena iud was inserted; cardiologist, beta-blocker and neurologist. Also removal of essure was planned and it occurred on (B)(6) 2016. Quality-safety evaluation of ptc received on 03-oct-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 838 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. This spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and arrhythmia. Essure was removed approximately 5 years after its insertion. Abdominal pain is a listed event in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of abdominal pain was not specified. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
The below report was received by health authority reference number: (B)(4) on 04-aug-2016. The most recent information was received on 07-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdomen pain") and arrhythmia ("arrhythmia") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("at the same time, loop excision in connection with pap3-b"), complication of device insertion ("complication of device insertion" on (B)(6) 2011) and device insertion difficult ("right coil was very difficult to place/ almost fainted" on (B)(6) 2011). Concurrent conditions were listed as loop electrosurgical excision procedure and papanicolaou smear abnormal, class iii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("placement painful"), presyncope ("right coil was very difficult to place/ almost fainted"), procedural nausea ("nauseous /dizzy at insertion") and procedural dizziness ("nauseous /dizzy at insertion"). An unknown time later she experienced abdominal pain (seriousness criteria disability and intervention required), arrhythmia (seriousness criterion medically important), pain ("prolonged sitting exacerbates the pain"), heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), pain in extremity ("leg pain"), headache ("head pain"), back pain ("lower back pain"), arthralgia ("arthralgia"), myalgia ("muscle pain"), neuralgia ("neuralgia in the leg"), dizziness ("dizziness"), weight fluctuation ("increase/decrease of weight"), loss of libido ("loss of libido"), fatigue ("tiredness"), insomnia ("insomnia"), amnesia ("memory loss or concentration problems"), disturbance in attention ("memory loss or concentration problems"), feeling abnormal ("brain fog"), tooth disorder ("tooth problems"), visual impairment ("vision problems"), medical device discomfort ("feeling the implant"), tinnitus ("tinnitus"), cough ("coughing") and sneezing ("sneezing"). The patient was treated with mirena (levonorgestrel) as well as essure surgical removal on (B)(6) 2016. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arrhythmia, arthralgia, back pain, cough, disturbance in attention, dizziness, fatigue, feeling abnormal, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, loss of libido, medical device discomfort, myalgia, neuralgia, pain, pain in extremity, presyncope, procedural dizziness, procedural nausea, procedural pain, sneezing, tinnitus, tooth disorder, visual impairment and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 03-oct-2016: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 838 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and arrhythmia. Essure was removed approximately 5 years after its insertion. Abdominal pain is a listed event in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and onset of abdominal pain was not specified. Given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.